Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model pcb00 23.5 diopter got stuck in the inserter. It was indicated that the cartridge tip and haptic/optic contacted the eye. The lens was not implanted and another lens was used to complete the procedure. There was no surgical interventions such as vitrectomy, incision enlargement or sutures required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes; returned to manufacturer on: 3/16/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the lens was received at the manufacturing site for evaluation. The device was evaluated under microscope and scarce amount of viscoelastic was observed. Also, the lens was observed stuck in cartridge with an override. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the reported device was handled and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that other complaint folder has been created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.